Event description:
Rn checked machine due to alarm, noted air in the lines, checked to see if chambers were low and they were not, moved over lines to check for faults and blood was noted coming out of the pump. Lines were clamped and no blood was returned due to a tear in the lines. Patient was stable bp 136/58, pulse 54. Patient was told that there was a problem with the lines and they needed to be changed, patient was clam. Lines were taken off the machine, double bagged in biohazard bags with original packaging. Machine was cleaned and newlines were primed, treatment restarted w/o further incident. Estimated 400 cc blood loss, md aware, v/s 155/64 pulse 54, patient alert and oriented w/o complaints closely monitor for any blood infection draw cbc on sat.